Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center manager reported flap adhesions during a lasik procedure. Additional information requested.

Manufacturer narrative:
Sample has not been returned for evaluation. The root cause could not be identified conclusively. Without sample the root cause could not be determined conclusively. (B)(4).